Event description:
Customer reported that the panorama central station shut down, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included clearing the system's error logs, system reboot, and replacement of the system's hard drives.